Event description:
The company was informed that the patient has been having retention issues for some time. Exchange of the external equipment and addition of extra magnets did not resolve the issue. Surgery to replace the internal magnet will be scheduled.